Event description:
It was reported that the subject catheter was broken/fractured during use. There is no additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual inspection or functional inspection could be performed as the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "the catheter snapped". Additional details were requested from the customer to clarify the event; however, no further information was provided. Additional information received from research and development, "solitaire jammed in distal shaft lumen while pulling broadway into echo. Echo was parked at posterior genue of cavernous & believed to be impinging broadway during retrieval, sufficiently to stretch broadway distal shaft during withdrawal into echo. Broadway was removed from patient. Photo from tm showed broadway was broken in distal shaft region (over solitaire stent) .". While there are a number of potential causes for the reported event, a cause of undeterminable was assigned to reported event catheter shaft broken/fractured during use¿ and catheter shaft stretched¿, because review and analysis of available information failed to identify a definitive cause.